Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified left common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 12f and the procedure was completed. Reportedly post procedure, while advancing the knot in one of the pre-placed devices, the suture broke. During preparation of a new proglide, the foot plate broke due to mishandling from the technician. Therefore, a new proglide was used and placed. However, hemostasis was not achieved. A third proglide was deployed and hemostasis was successfully achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.